Event description:
Additional information was provided that the patient twiddled their device and this right atrial (ra) lead, causing the lead to become dislodged. A revision procedure was performed and the lead was explanted. It was noted that the lead was discarded after the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.